Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: (B)(6). Rev. Ab: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3, h6): manufacturing representative went to the site to test the system, replaced imaging system detector. System test was completed and passed. Ran x-ray detector fuoroscopy gain calibration. Ran x-ray radiology gain calibrations. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Installed detector panel in o-arm system. The system did not initialized. Detector panel is unable to power up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that upon taking 2d shots on the system, there was a black line that appeared on the scan. Upon taking a 3d shot, there was an image artifact. The issue was resolved with a reboot, but that the same issue had happened a few times before. There was a delay of less than one hour. There was no impact on the patient's outcome.